Event description:
The account alleged that the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.